Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Before the procedure, noise over-sensing was noted on the right ventricular lead. The noise was not seen on egm. The patient was stable and would be monitored.